Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, multiple procedural factors (sheath angle, poor coaxial alignment of the ds, and canted valve position) and patient factors (mild annular calcification and elliptical annular diameter) could have contributed to the embolization of the valve into the lv. All sapien xt valves were explanted. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2014-02864 and 2015691-2014-02865.

Event description:
During the transfemoral tavr procedure, following balloon aortic valvuloplasty (bav), a 23mm sapien xt valve was positioned 60:40 aortic/ventricular (a/v), and landed 80:20 a/v on the left coronary cusp and 50:50 a/v on the right coronary cusp and non-coronary cusp, resulting in moderate-severe paravalvular leak (pvl). Post dilation was performed, resulting in moderate pvl. A second valve was prepared and positioned lower to the first valve, 50:50 a/v to the native annulus. During inflation, the valve migrated ventricular, however the proper adjustment was made and the valve was pulled back toward the aorta. The final position was 70:30 a/v. Transesophageal echocardiogram (tee) confirmed the pvl was improved. The decision was made not to post dilate the second valve and the procedure was completed. Post operative day (pod) 2, it was reported that follow-up echocardiogram indicated severe pvl. It was determined that a third valve should be deployed. In order to ensure proper valve placement, a transapical (ta) procedure was scheduled. Pod7 a third valve was implanted via a ta approach. The valve was pre-positioned 40:60 ventricular/aortic (v/a). As the valve was inflated, the system foreshortened and the valve embolized into the ventricle. The patient was placed on bypass and the procedure was converted to open surgery. All 3 sapien xt valves were explanted. At the time of this report, the patient was recovering and has remained stable. It was perceived that the valve embolized due to the bad coaxial alignment of the delivery system. As the valve inflated the system foreshortened because the valve was canted in the previous two valves causing it to pull backward into the lv. The sheath angle did not permit good pushability during inflation which did not allow the valve to be pushed up as it migrated. The patient¿s native annulus measured 18mm x 27mm by MRI (valve area of 355mm2). Mild annular calcification, moderate native leaflet calcification and moderate aortic root calcification were reported.